Manufacturer narrative:
Manufacturer narrative: the biomedical engineer reported that the transmitter's batteries were getting very hot in the device. He tried changing the batteries, but the issue persisted. The device was in use on a patient at the time, however no patient harm was reported. They sent the device in for an exchange. The customer was provided with a replacement transmitter. The unit was cleaned and evaluated. The reported problem of "the batteries getting very hot in a unit" was not duplicated, and nihon kohden's evaluation also found dirty battery contacts and a cracked top and bottom case assembly. Nihon kohden replaced the top and bottom case assemblies and all malfunctioning parts. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operates to manufacturer's specifications. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The biomedical engineer reported that the transmitter's batteries were getting very hot in the device. He tried changing the batteries, but the issue persisted. The device was in use on a patient at the time, however no patient harm was reported. They would like to get an exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the transmitter's batteries were getting very hot in the device.